Event description:
Customer reported receiving a reading of 3.3 mmol/l (59 mg/dl) on her adc blood glucose meter, which was lower than a reading of 9.1 mmol/l (164 mg/dl) received by a laboratory, within 10 minutes of each other. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Thirty-day follow-up #1 had 'serious injury' selected in error. Correct selection is 'malfunction'.